Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Unable to power on and charge batteries has been reported. No harm reported, no patient involved. Charging/power issues. Unit was not docking. Latch was getting stuck. Adjusted latch to resolve issue. Field service engineer completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.